Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, 100% stenosed mid right coronary artery. The xience prime was placed with direct stenting, with the deployment pressure unknown. The result was good. The xience prime was compared with a non-abbott stent implant. The physician found the xience prime performance was significantly worse in deliverability, ability to cross, stent conformability, scaffolding of the stent, and withdrawal post deployment than the non-abbott device; although, the performance of the xience prime was acceptable for all issues. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - no pre-dilatation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the re-work or original lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience prime instructions for use states to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.